Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data covered the period between (B)(6) 2019 and (B)(6) 2019. The records showed a sudden drop of sensing amplitude from 6.1mv to 0.6mv in the middle of (B)(6). The value remained between 0.4mv and 2.5mv until the end of the recorded period. The pacing impedance trend curve showed values between 750ohms and 800ohms until the middle of (B)(6). Then the value disappeared in the provided recordings. The available iegm freezes showed synchronous noise signals on the atrial and ventricular lead. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Livanova/microport provided the following information: recent device check indicated evidence of doubling of the rv paced sense impedance as well as high voltage lead impedance with no apparent noise sensing.